Manufacturer narrative:
Review of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2013 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2012. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2012 did not identify any diagnostics. No patient adverse events were reported.